Event description:
It was reported that during an angioplasty procedure in the left forearm, the patient was allegedly injured from changing the balloon tape volume. It was further reported that the surgery is done to replace the balloon and vascular damage caused by the replacement of the balloon. Reportedly, the patient's postoperative tremor has recovered. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: additional information was received and there is no alleged deficiency or malfunction with the product. This report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a serious injury. H10: g3. H11: g1. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to the unknown pta dilatation catheter. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the left forearm, the patient was allegedly injured from changing the balloon tape volume. It was further reported that the surgery is done to replace the balloon and vascular damage caused by the replacement of the balloon. Reportedly, the patient's postoperative tremor has recovered. However, the current status of the patient was unknown.